Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported she presented to the hospital with stomach pain. A fluid culture was taken for suspected peritonitis. The patient's effluent was cloudy. The patient was treated with antibiotics intravenously. The patient's treatment modality was switched from peritoneal dialysis and hemodialysis. Review of the patient's medical record information determined the patient was hospitalized on (B)(6) 2016 and discharged on (B)(6) 2016.

Manufacturer narrative:
Clinical review revealed there was no documentation in the medical record that indicated a causal relationship between fresenius peritoneal dialysis products and the patient¿s peritonitis. The physician documented the patient had an infected peritoneal dialysis catheter. The ispd guidelines/recommendations for peritoneal dialysis-related infections recommendations: 2005 update also states enterococcal infections can ¿derive from infection of the exit site and tunnel.¿ no conclusion can be made regarding causality between the peritonitis and the patient¿s peritoneal dialysis products. The peritoneal dialysis catheter is not a fresenius manufactured product. The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The following is from medical records received from the patient's treatment facility. The patient presented to the emergency department with a one day history of upper and lower epigastric pain. She had a normal bowel movement with no change in her pain. She experienced nausea and vomiting and was admitted for antibiotic treatment for peritonitis. Her peritoneal dialysis catheter was found to be infected and poorly functioning. She was transitioned to hemodialysis and discharged on (B)(6) 2016.